Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an atrial fibrillation (af) episode showing oversensing of p-waves and undersensing of the qrs signal. The episode was sent to technical services for review, where it was determined that there was not a sensing issue but rather the markers were misaligned. Engineering reviewed the available data and found the misaligned marker condition was caused by a scan without a connection, which was corrected with a subsequent latitude connection. The device was now operating normally. This behavior is consistent with an unsuccessful telemetry connection with the latitude remote communicator. This transient behavior results in the device operating in a state of increased power consumption (sometimes resulting in reduced battery voltage and a bd alert code) as the device searches for a successful telemetry connection. This behavior can also cause the device to temporarily and intermittently delay firmware processing of sensed events. It is important to note that this behavior is temporary, and a successful remote interrogation was subsequently performed which resolved the issue. No adverse patient effects were reported. The device remains implanted and in service.